Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported pain down her left leg. The pain was at the implantable neurostimulator (ins) site on the left side- down the left leg. It hurt when she was changing sides in bed and she felt the pain all summer. There was no trauma or fall related to this issue. A gradual change in therapy/ symptoms was noted. The doctor reprogrammed the patient because of the pain from program 3 to program 1 at 1.0v. Stim was very strong at that level. Patient used to be on program 3 at 5.0v. Additional information reported that the patient was still in pain since the reprogramming. She was taking botox and medication and wondered if she still needed the implant. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. Additional information received from the patient reported she was still having pain. She did not want to try lowering stimulation since her therapy may not be effective from her past experience. Additional information received from the patient reported that she had a lot of issues with the device. She was still in a lot of pain and it was ¿killing¿ her. The last time she met with her healthcare professional (h cp), he had recommended to the patient to have her leads put in deeper, which was where the issue was coming from. She had never had an x-ray so she had no idea how her hcp had come to the conclusion that she needed to have her leads placed deeper. The reason for her call today was to look for other hcps that she could work with and potentially have the device taken out. Additional information from the patient reported that she experienced uncomfortable stimulation. The patient denied any trauma or falls that may have affected the device. The patient also reported that her stimulator hasn¿t helped her and couldn¿t recall when this problem first occurred. The patient reported uncomfortable stimulation in her legs and noted that she could feel it even when stimulation was off. Additional information was received. It was reported that the therapy did not help their symptoms and they were sorry they ever got the implant; the botox shots were working better, and they had been off medication for a year. They also stated again that their implant site and leg hurt. When they saw their healthcare provider, the healthcare provider reportedly said, ¿sometimes I put it in deeper but yours I did not put in as deep so it¿s probably hurting.¿ additional information was received with patient reporting that they had not used their therapy for at least a year now. Their therapy was off because it sort of hurt at the ins site with the stimulation on or off since being implanted. Patient stated that they were told by the healthcare professional (hcp) that it might be due to how the ins was implanted. Patient also reported that the therapy hasn't helped them since implanted and that they were sorry they got it implanted. Patient was advised to follow up with hcp. Additional information was received. It was reported that the patient was wondering if it was okay to have the therapy removed and if she could have an endoscopy or colonoscopy. The patient stated that the ins was causing pain and there were no trauma or falls reported. The patient mentioned that she had the ins off for 2 years and the ins was still causing her pain at the implant site. The patient noted that she had pain at the implant site area and when she was sitting it was killing her. The patient reported that she was using botox and they sorta worked. Additional information was received. It was reported that the patient hasn't had her implant on for 2 years and she wanted to get it removed because it was causing her pain at the implant site. The patient stated that it didn't hurt when she pressed on it so she didn't think it was hitting a nerve. The patient also noted that the ins didn't work anymore and the pain was killing her she couldn't even move. The patient mentioned that the health care professional (hcp) told her that he didn't put the implant in all the way and the patient didn't know what that meant. It was reviewed with the patient that he meant the battery because it only goes right under the skin so it would be normal. The patient was redirected to her hcp. There were no further symptoms or complications reported or anticipated.